Manufacturer narrative:
Pending investigation. D10: (B)(6) 310-01-53 - equinoxe, humeral head short, 53mm (beta), (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm 4998180 300-10-45 - equinoxe replicator plate 4.5mm o/s.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2017. The patient presented on (B)(6) 2023 and had anterior shoulder instability. The patient was revised on (B)(6) 2024. The case report form indicates that this event is definitely not related to device, definitely related to procedure. Outcome: continuing.

Manufacturer narrative:
The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, medical device, component, and investigation clinical codes.